Event description:
During the surgical procedure of a t & a the guaze packing in the child's mouth caught on fire from the bovie. Flames caused mouth retractor to burn and caused burns on the inside of the patient's mouth as well as portions on the outside. Flames were extinguished with large amounts of water. Child was treated with antibiotic cream. Child was kept over nightdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, mated with incompatible equipment, other, other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.